Event description:
After review of the maude database, the following was found to be reported from an unk user-facility: "pt underwent an elective cardioversion. Pt experienced burns to chest and back area where conductive pads were in place. Pt called to report burns to chest and back area. These have not, thus far, required treatment -evaluated on 12/16/2009 to access burns." The above was from a maude adverse event report, (B) (4)

Manufacturer narrative:
We recognize that this is being filed late. This was an over site. This medwatch is being reported from info obtained from a maude adverse event report search. The user-facility never contacted the MFR as stated in the maude report. The device is mfg by katecho, inc., for (B) (4), the 510k owner. A 24 month search of complaint history regarding this product reveals this as the first complaint regarding a burn for this product number, and only the second complaint for all the padpro multifunction electrodes. Due to the fact that details of this event were discovered from a maude adverse event report, conmed is unaware of the facility or any other details surrounding this incident. Per the maude report, the "burns" to back and chest area were called into the physician after the cardioversion. These "burns" were not evaluated until 8 days following the cardioversion, and they were never treated by the physician. It is my professional and medical opinion that a true burn caused by a cardioversion pad would have been noticed immediately following the procedure and would have required treatment or medical intervention of some kind. This appears to be a delayed skin reaction. Many tims a delayed skin reaction can be caused from the traumatic removal of a cardioversion pad resulting in skin petechiae at the pad site. Conmed does not consider the padpro as the cause of this "burn". With the inability to further investigate this incident, conmed is considering this complaint closed.